Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump failed calibration testing. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the front housing was cracked and the battery door was broken. Functional testing involved delivery accuracy testing and showed the pump was within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed.